Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, search for similar complaints, ticket trending review, labeling review, device history record review, in house testing of a retained reagent kit lot 58303ud00, and field data review. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. Ticket search by lot did identify an increase in complaint activity, however ticket trending review did not identify any trends regarding commonalities for complaint lot. Device history review did not identify any non-conformances or deviations with the complaint lot. The overall performance of the alinity I total ss-hcg reagents in the field was reviewed using data gathered from customers worldwide. Review found that the patient median values obtained with the complaint lot 58303ud00 is within established limits and thus comparable to the historical lot performance, which confirms no systemic issue for the lot. In-house testing was completed using panels which mimic patient samples using an in-house retained kit. All specifications were met indicating the lot is performing as expected. Labeling was reviewed and was found to address the customer reported issue. Based on the investigation, no systemic issue or deficiency of the alinity I total ss-hcg reagent lot 58303ud00 was identified.

Event description:
The customer reported false reactive alinity I total b-hcg and provided the following data for an 11 year old female: on (B)(6) 2024, sample ID (B)(6) generated an initial result of 38.8 iu/l (positive). The patient¿s physician questioned the result, and the sample was retested. The repeat result was < 2.3 (negative). Reference: = 5.00 miu/ml (5.00 iu/l) is negative, = 25.00 miu/ml (25.00 iu/l) is positive, greater than 5.00 miu/ml and less than 25.00 miu/ml will be reported with concentrations only (grayzone), which no interpretation will be reported for these grayzone results. The customer further assessed the analyzer and reported testing for carryover, however none was observed. It was reported that the components were relatively clean. The customer also further assessed the sample. It was reported that the sample looked fine with no obvious particulate matter and/or visible clots, however it was reported that the sample volume was on the smaller size. There was no reported impact to patient management.

Manufacturer narrative:
This report is being filed on an international product, list number 07p51-20 and there is a similar product distributed in the us, list number 7p51-21 / 31. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive alinity I total b-hcg and provided the following data for an 11 year old female: on (B)(6) 2024, sample ID (B)(6) generated an initial result of 38.8 iu/l (positive). The patient¿s physician questioned the result, and the sample was retested. The repeat result was < 2.3 (negative) reference: = 5.00 miu/ml (5.00 iu/l) is negative, = 25.00 miu/ml (25.00 iu/l) is positive, greater than 5.00 miu/ml and less than 25.00 miu/ml will be reported with concentrations only (grayzone), which no interpretation will be reported for these grayzone results. The customer further assessed the analyzer and reported testing for carryover, however none was observed. It was reported that the components were relatively clean. The customer also further assessed the sample. It was reported that the sample looked fine with no obvious particulate matter and/or visible clots, however it was reported that the sample volume was on the smaller size. There was no reported impact to patient management.